Manufacturer narrative:
The device was returned for analysis. The deformation was confirmed. The break was not confirmed. Difficult to advance is related to the procedure and cannot be replicated in a lab environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this case it is possible the angle of insertion in relation to the tissue track, or issues with the guide wire shape in the vessel induced enough resistance to cause the sheath to kink during advancement; however, these cannot be confirmed. The kink likely caused the stretching at the guide wire port. Based on the investigation there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device via a 6f sheath hole after a y-90 embolization procedure. Reportedly, the device was bent / cracked at the proximal and distal guide junction. While attempting placement, the sheath kinked and was unable to advance over the guidewire. A new proglide device was used to achieve hemostasis. Additionally, manual compression was applied after closure with the proglide as a standard measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.